Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, the staple(s) dislodged from the bronchial stump staple line, requiring a conversion to an open surgical procedure. The bronchus was initially intended to be stapled and cut medial to the bifurcation. However, using a sureform 45 curved-tip stapler instrument with a black sureform 45 reload, the bronchus was stapled and cut at the bifurcation, with the branched bronchi overlapping. There was no bleeding, the stapler fired successfully, and there were no error messages, obstructions, or issues firing over another staple line. The surgeon attributed the problem to the stapler approach rather than the da vinci system, instrument, or accessory. An attempt to repair the residual bronchial limb with sutures was unsuccessful due to the stiffness and hardness of the bronchus, leading to the conversion to a thoracotomy. The bronchial stump was repaired with sutures via open surgery. There were no post-operative complications and the patient remains hospitalized.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 curved-tip stapler instrument or the black sureform 45 reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. System log review was performed and per the review, the following was confirmed: system serial number, event date, console surgeon, and procedure name/category. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. An advance stapler log review was performed show the sureform 45 curved-tip stapler instrument (lot #k15240215-0374), was installed on the system 13 times and successfully fired 11 reloads (3 green, 2 white, 3 green, 2 white, 1 black, in that order). No firing was performed on the 6th and 12th installs. There were no stapler related errors in the logs. The probable root cause could not be determined based on the provided information. There was no indication of any system issue based on a log review. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.